Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site's biomedical engineer reported that the motion batteries for the imaging system would only hold charge for about a minute despite being plugged in overnight. There was no patient present when this issue was identified. The site's biomedical engineer was sent replacement batteries which resolved the issue. No findings possible for the old batteries as they were not returned to medtronic following three or more attempts. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site's biomedical engineer reported that the motion batteries for the imaging system would only hold charge for about a minute despite being plugged in overnight. There was no patient present when this issue was identified.